Manufacturer narrative:
Initial reporter phone no : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of one unit of revaclear 300 before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
H10: the actual device was received for evaluation. The visual inspection of the provided photo showed a hair-like particle in the header cap. The visual inspection by naked eye of the product showed the product dry. A black hair like particulate matter was visible in the header cap. The particulate matter was partly clamped between the o-ring sealing and the cutting surface of the product. The reported condition was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.